Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light source exhibited the following events: 'no image' and 'water leaks from the output connector socket'. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: no image- contact failure of the connector, endoscopic image does not appear. Water leak- liquid leaks from the pump, thus we presume that the pump and the hose need to be replaced. Olympus will continue to monitor field performance for this device.